Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician was unable to remove the introducer sheath of a smart coil from the plastic packaging hoop, despite flushing the hoop, attempting multiple times, and attempting to straighten the packaging hoop. The smart coil was, therefore, not used in the procedure. The procedure was completed using new smart coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly and had offset coil winds on the distal tip. Conclusions: evaluation of the returned smart coil revealed that the embolization coil had offset coil winds at the distal tip. If the introducer sheath is not properly aligned within the hub of the microcatheter, damage such as offset coil winds may occur. The smart coil was able to be advanced out of its introducer sheath and through a demonstration microcatheter without an issue. However, the offset coil may have contributed to the smart coil becoming stuck within its sheath during the procedure. The non-penumbra microcatheter identified in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.